Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: during investigation, the battery compartment threads were damage and were unable to tighten to the test battery cap. No damage was found to the battery cap. The battery cap was tightened and removed from the pump with no issues.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was alleged that the battery cap was not able to attach to the pump. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.